Event description:
Arjo was informed about the event with the alenti hygiene lift involvement. It was reported that the battery of the device fell on the floor due to damaged battery bracket. The device was evaluated by an arjo representative. It was indicated that the battery bracket of the lift was broken. No injury or other medical consequences were reported.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
Arjo was notified about an event with the arjo alenti hygiene lift involvement. It was reported that the device's battery fell on the floor due to broken battery holder. No injury nor other medical consequences were reported. The device malfunction was found during a maintenance performed by an arjo service technician. The circumstances under which the device's defect occurred are unknown.

Manufacturer narrative:
Arjo was notified about an event with the arjo alenti hygiene lift involvement. It was reported that the device's battery fell on the floor due to broken battery holder. No injury nor other medical consequences were reported. The device malfunction was found during a maintenance performed by an arjo service technician. The circumstances under which the device's defect occurred are unknown. The faulty battery bracket was replaced during the maintenance procedures. Alenti hygiene lift is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. The product's instructions for use (document number: 04.cd.05_14gb) in ¿care and preventive maintenance¿ section recommends to perform a device checks on a regular basis: ¿every week: visually check all exposed parts - visually check all exposed parts, especially where personal contact is made by either the resident or caregiver. Make sure no cracks or sharp edges have developed that could cause the resident or user injury or that has become unhygienic. Replace damaged parts.¿ based on the information obtained during the course of the investigation, the exact root cause of the broken battery holder cannot be established. To sum up, the battery of the alenti hygiene lift fell to the floor due to the broken battery holder and from that perspective, the device did not meet its performance specifications. The complaint was decided to be reported to the competent authorities due to potential of injury occurrence as a result of the alleged malfunction (battery fell out from the device).